Event description:
It was reported the hf sensor implant procedure was abandoned due to patient¿s anatomy. Additionally, post procedure the patient developed chest pain and dyspnea which was resolved. The hf sensor was never opened.